Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a clogged nozzle and foreign material inside the air water channels. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. E2, e3 was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture was unable to confirm the cleaning disinfection and sterilization (cds) processes by the customer; however, based on the results of the investigation, the foreign material may have been unremoved because the device was not reprocessed properly due to leak at the biopsy channel. Leak occurred at the biopsy channel. The event can be detected/prevented by following the instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.